Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.00 promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage with one strut lifted from the profile on the 9th row from the proximal end. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.00 promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.